Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:3006705815-2020-33374. It was reported that the patient developed aspiration pneumonia following a buried trial procedure. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the leads were removed. The patient was administered both oral and IV antibiotics.

Event description:
Additional information indicates the pneumonia has resolved.